Manufacturer narrative:
Additional information was received that the leak rate was below 4.5 l/min. Therefore, this case is not a reportable malfunction. The leak rate presented would not require medical intervention. A leak rate of 750 ml or lower is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. H3 other text : additional information was received that the leak rate was below 4.5 l/min. Therefore, this case is not a reportable malfunction. The leak rate presented would not require medical intervention. A leak rate of 750 ml or lower is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The adjustable pressure limit (apl) was ordered for replacement to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.